Manufacturer narrative:
Other text: device evaluation: the device was returned for analysis with both tamper seals removed/broken. The top case corners are chipped and cracks by tubing guides, bottom case cracked by l-bracket, cracked right plunger case. The pump is over 15 years old. Checked and tested force sensor. Cannot duplicate force sensor test. Force sensor values were within specifications. Unable to determine what or who caused the reported problem, found no damage to force sensor. Replaced force sensor and plunger cable as a preventative measure. Performed power up process, preventative maintenance and all functional tests which passed. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the issue could not be determined. Replaced force sensor and plunger cable as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion exhibited force sensor bridge. No adverse effects were reported.